Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic on (B)(6) 2022 for low voltage alarms and was provided new batteries and battery clips. The account reported that the low voltage alarms did not resolve with the new batteries and battery clips so the system controller was exchanged. The alarms resolved after the system controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms on the system controller was not confirmed. No log files, photos, or supporting documentation were submitted for analysis. The heartmate 3 system controller was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event, asking for the serial number of the controller exchanged while the patient was in the clinic, also asking to provide the log files for the exchanged controller; however, no additional information was provided, as no response was given. To date, the system controller (serial number: unknown) is unavailable for analysis. As a result, the root cause for the reported event could not be conclusively determined through this analysis. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory, power cable disconnect, no external power alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.